Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with one cartridge during basal delivery and the load process. Customer's blood glucose level was 225 mg/dl. The customer was ultimately able to load a new cartridge successfully.